Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter was successful in crossing the lesion in the sfa; however, during retraction of the recanalization catheter from the patient, the catheter allegedly became stuck on the guide wire. It was further reported that the recanalization catheter and guide wire were allegedly removed together as a single unit resulting in a loss of access through the crossed lesion. It was said that the health care provider attempted to cross the lesion with another guide wire, but was unsuccessful. The procedure was aborted. It was reported that the patient was to be rescheduled for another recanalization procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/ microscopic inspection: the sample was returned. The crosser outer catheter was constricted at the location where it meets the distal tip of the sidekick taper support catheter. The outer catheter of the crosser was visible outside the distal tip of the sidekick for 19.7cm. The sidekick straight tapered support catheter IFU notes that the crosser can only be advanced approximately 15cm from the tip of the tapered sidekick support catheter. The black taper lock-up marker could not be seen outside the sidekick support catheter, indicating that the catheter had been advanced further than the allowable distance. The outer catheter was observed to be separated from the distal tip. The unknown guidewire was protruding from the catheter at the location of the material separation and was not inserted through the distal tip. No other anomalies were observed to the catheter. The sidekick taper support catheter was examined and the distal tip of the sheath was damaged, indicating retraction issues. The sidekick taper support catheter was also stretched throughout its length. No other anomalies were observed to the support catheter. Performance/functional evaluation: the crosser catheter was unable to be retracted from the sidekick support catheter. The guidewire was unable to be removed from the crosser catheter, likely due to the dried saline. The catheter and guidewire were soaked in water and the guidewire was still unable to be removed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for retraction issues as the crosser catheter could not be removed from the sidekick straight tapered support catheter. The investigation is confirmed for device-device incompatibility, as the guidewire was returned inserted through the crosser catheter and was unable to be removed. The investigation is confirmed for material separation based on the condition in which the sample was returned. During evaluation of the returned device, it was noted that the taper lock-up marker on the catheter was not visible and was inserted into the hub of the support catheter. The sidekick IFU (instructions for use) notes that the crosser can only be advanced approximately 15cm from the tip of the tapered sidekick. As the catheter had been advanced past the allowable distance stated in the IFU, it is likely that the tapers of both the crosser and sidekick had aligned and locked up at the time of the event. Based on the results of the investigation, the devices locked up due to the user advancing the crosser too far past the end of the sheath. The crosser catheter becoming stuck in the sidekick support catheter likely lead to the reported guidewire issues and the material separation observed on the returned sample. Labeling review: the current crosser cto recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.